Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) was approached by a healthcare provider (hcp) and asked if the rep had anything that could be used to disconnect an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep was told that the hcp is disconnecting the ins and may leave the leads internalized to reconnect an ins later, but this was not known for sure. The reason for disconnecting the ins was not known. Patient status at the time of this report is unknown and no symptoms were reported. No specific device issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.